Event description:
It was reported that the patient was experiencing discomfort at the pocket site and was having difficulty charging the implantable pulse generator (ipg) due to migration. The patient underwent a revision procedure wherein the pocket site was moved and the ipg was replaced.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing discomfort at the pocket site and was having difficulty charging the implantable pulse generator (ipg) due to migration. The patient underwent a revision procedure wherein the pocket site was moved and the ipg was replaced. Additional information was received that the patient was doing well postoperatively and the explanted device was not returned.